Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer 2.1 & 2.2 had kept failed and not detected on the bus.The customer reported that there was a delay in patient care.As per part investigation, it was determined that the root cause of the multiple drawers not being detected could not be determined because the returned part was unrelated to the original complaint. The returned scanner cable was found with damaged insulation and exposed internal wiring.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE REPORTED ISSUE COULD NOT BE REPRODUCED. A FIELD SERVICE ENGINEER CONDUCTED AN INSPECTION OF ALL DRAWERS, AND NO FAILURES WERE OBSERVED. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER TROUBLESHOOTED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT PYXIS MEDSTATION ES SYSTEM DRAWERS WERE NOT DETECTED ON THE BUS. THE CUSTOMER REPORTED THAT THERE WAS DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on.Correction: section D Medical Device Model, Medical Catalog, Unique Device Identifier (UDI), Section E Initial Reporter Occupation and Other Occupation, section G Manufacturing Location, Reporting Office, Section H Device Manufacture Date.A review of the complaint history for S/N: (b)(6) was performed in Salesforce which did not locate similar complaints with the same failure mode for this serial number.A review of the device history record for S/N: (b)(6) was conducted from its manufacture date of 02AUG2012 and confirmed that there were no production failures which correlates to the customer reported issueThe report of the multiple drawers not being detected was not confirmed by FSE.According to WO (b)(4): the FSE noted no failures present upon arrival to station. Inspected all drawers with no failures noted. Tested operation in HTA diagnostics and application with no issues noted. Additionally, the FSE made preventative maintenance on station.During external inspection the cable was observed with damaged cord exposing the inner wirings.No further test was performed due to the physical problem having been found.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the multiple drawers not being detected could not be determined because the part received was not related to the original complaint.The issue with the returned scanner cable is attributed to a damaged cord that exposed the internal wiring.